Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8226712. Our records show that a trend has been identified in this lot of bd connecta for this issue, according to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly.

Event description:
It was reported that bd connecta¿ stopcock leaked at injection port when nurse tried to administer drug. This event had happened several occasions with the same lot. Customer¿s verbatim: ¿ leakage in injection port when nurse tried to administer drug, several occasions with same lot. IV solution connected to product and IV fluids leaks from port (IV saline).¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcock leaked at injection port when nurse tried to administer drug. This event had happened several occasions with the same lot. Customer¿s verbatim: ¿ leakage in injection port when nurse tried to administer drug, several occasions with same lot. IV solution connected to product and IV fluids leaks from port (IV saline).¿